Manufacturer narrative:
(B)(4).

Event description:
The patient's friend or family member reported the patient's first device he received wasn't helping symptom control. They believed it was due to the placement of the lead which was placed for parkinson's symptoms. The patient had several programming sessions and eventually it was decided to revise the lead. The new lead was placed in a different location in (B)(6) 2008. Indication for use was parkinsons dual.

Event description:
Additional information received from a health care provider (hcp) reported the left ventral intermediate nucleus (vim) electrode was known to be in the left subthalamic nucleus when they were planning the right brain electrode surgery.